Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effects of cardiac arrest and death are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. Based on the information reviewed, a definitive cause for reported cardiac arrest and death are undetermined. Although a conclusive cause for the reported patient effect(s), and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the patient death. It was reported that on (B)(6) 2019, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted the patient was already in cardiogenic shock with acute renal failure. Two clips were implanted, reducing mr to a grade of 2+. On (B)(6) 2019, the patient suffered pulseless electrical activity (pea) arrest on two separate occasions. After the first occurrence, CPR was performed, and the patient responded. After the second occurrence, no intervention was performed and the patient deceased. No additional information was provided.